Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes during subsequent follow-up new ams episodes were present due to possible far field on the atrial channel. Programming changes were made. Lead provocative testing and pocket manipulation was performed with no noise episodes. The patient's condition is good after the event.

Event description:
It was reported that during follow-up, inappropriate auto mode switch episodes were observed due to atrial oversensing. Electromagnetic interference was suspected. Lead testing and pocket manipulation did not reproduce noise. Programming changes were made. The patient medical condition was good after the event.